Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned in a generic plastic bag loaded in rotaburr and observed that the wire was kinked and the distal end was damaged. The visual inspection noted that the device was stuck inside the rotaburr. The wire was removed from the rotaburr, and resistance was felt. It was also noted that the spring tip was detached from the wire and there was evidence of wear reduction indicating that the burr was in contact with the junction solder of the spring tip. Moreover the wire was kinked along the body. All the outer diameter measurements are within the specifications. The most probable root cause has been determined to be use/user error as the dfu states "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip. Never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip. Ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).

Event description:
It was further reported that the set speed was at 190,000rpm, however, the device was not able to go over 175,000rpm and was not able to keep the rotation at one speed.

Event description:
It was further reported that the set speed was at 190,000rpm, however, the device was not able to go over 175,000rpm and was not able to keep the rotation at one speed.

Event description:
Same case as: 2134265-2015-00468. It was reported that the burr became stuck on the wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). Pre-dilatation was performed; however, it was not enough so the physician opted to use rotational atherectomy. A 1.25mm rotalink¿ plus and an rotawire floppy were selected for use. During procedure, the rotation speed was set at 190,000rpm outside of the patient and the burr was delivered to the proximal lad. After ablation at 175,000rpm for 5 times, the burr was removed from the patient. An unspecified microcatheter was advanced however, it failed to reach the distal area of the lesion. The physician then decided to ablate the mid lad. The burr was then advanced and ablation was performed 4 times. However, the rotation speed became unstable. Starting speed was only at 150,000rpm and after reaching 175,000rpm it could not be increased further, although it was set at 190,000rpm. The speed was decreased by 5,000rpm each time. The physician attempted to ablate the lesion further, however, air leaking noise was observed from the burr. The rotation was stopped and the device was unable to change to dynaglide mode. The physician then attempted to remove the burr manually, however, the burr was stuck on the wire and did not move at all. Both the burr and the wire were removed as a unit and stenting was performed to complete the procedure. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).